Event description:
When opening the tube, the glass broke and the clinical associate was cut. User's glove was cut, therefore user may have been exposed to pt's blood. No medical treatment was given to the clinical associate. Baseling testing was given.